Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. The patient was hospitalized for the event and was treated with vancomycin injection (1gm, intravenous, after every 3rd day, ongoing), and amikacin injection (125mg, intraperitoneal, once a day, ongoing) for the event. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient has not recovered from the event. It was reported 15 days after hospital admission, pd therapy was discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-03079. All relevant information was submitted under report 1416980-2024-03079. Should additional relevant information become available, a supplemental report will be submitted.